Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an acute case, the customer reported generator errors. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause has been determined as a failure of the smb30 monoblock. The investigation showed an overload of the monoblock smb30 that subsequently damaged diodes (between x4 and x5), but not the complete diode string. As a result, this led to the unavailability of x-ray. The smb30 has been exchanged on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event.